Event description:
I use a dexcom g6 cgm. Friday night the morning of (B)(6) 2019 saturday after 12am, system alarmed indicating it was disconnected. I restarted my bluetooth, no readings from troubleshooting. Then restarted my phone an (B)(6). It didn't reconnect. No readings from troubleshooting. I went to sleep due to being frustrated and exhausted from trying to troubleshoot. When it reconnected sometime later it said I had a low blood sugar. Incorrectly gave a bad reading. I treated it and had a resulting high blood sugar due to incorrect readings. Photo uploaded is of result over the past 7 days. Report was created on 12/01/2019 saturday on the results seen. Only show 108 readings, 180 less than possible, 288, one every 5 mins. FDA safety report ID# (B)(4).